Event description:
It was reported that the patient experienced device pocket erosion. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. The patient was given antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.